Event description:
On 2/11/1999, seventy eight days following a podiatry procedure, the pt returned and the fifth digit was 1 and 1/2 times normal size. The pt had been on her feet for long periods of time and had been wearing her orthotics with no pain. The surgeon gave her an injection of dexamethizone phosphate and she was to return for a follow-up visit in march. The surgeon does not specifically relate the edema to the suture but he could not rule it out. Based on the info provided, it could not be determined whether the suture or the fact that the pt had been on her feet for long periods of time caused the swelling.